Event description:
Customer reported that pt's serum sample containing anti-fya was positive with cells I and ii from 8s616, however the same pt's plasma sample was negative with 8ra171. No death or serious injury was associated with this incident.